Event description:
The customer reported that after 6 days of use, air leaked from cuff. The patient was re intubated. The tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.